Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt refused to wear the processor, as auditory perception was disturbed by noise.

Manufacturer narrative:
Conclusion: based on measurements performed on the device whilst it was implanted and during explant investigation, it must be assumed that the explantation was not due to a technical problem. The patient's perception was unsatisfactory, however, no technical problem could be detected. The investigation showed that the electronic circuit is functional and the active electrode shows damage that is most likely attributable to the explantation surgery. Based on the patient report the reason for the observed symptoms seems to be non-device related. This is a final report.

Event description:
It was reported that the patient refused to wear the processor, as auditory perception was disturbed by noise. The patient was re-implanted with a cochlear implant. It was stated in the device explantation report that the active electrode lead was severed during removal surgery. As per additional information received, the observed symptoms were no longer present after re-implantation.